Event description:
It was reported that this explanted inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. Investigation summary: based on the information available, no allegation was made with the returned device. Upon analysis a device problem was identified. Device history record (DHR): a DHR and ship history review cannot be performed as the [lot number and/or facility account] number were not available. Device technical analysis: the (B)(4) ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed leak and pressure tests performed. The (B)(4) ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir kink resistant tubing (krt) has the leaks that was the result of a sharp instrument damage which probably occurred during the explant surgery; holes were present. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The (B)(4) momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally test and failed deflation test (2) and failed activation test (2). Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified device malfunction with the return pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.